Event description:
It was reported that thrombosis occurred. A 24mm watchman flx laa closure device was used in a procedure. After the device had been released, a mobile thrombus was seen on the face of the device via echocardiogram. The physician decided to keep patient hypercoagulated overnight and revisit the discussion after an additional echocardiogram the following day.